Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a safety needle. Customer reports that needle and syringe have become detached during administration resulting in staff member getting vaccine in their eyes. The needle detached at the luer. The needle was left in the client's arm (deltoid). It was removed manually. The syringe contents were expelled in the air. All staff involved reported feeling they had to exert an abnormal amount of pressure to depress the plunger. They didn't notice obvious problems with bent needle prior to injecting. Product was discarded.